Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low ise indirect na, k, ci for gen.2 sodium results for 63 patient samples. Of the data provided for 15 patient samples, only the results for 11 were discrepant. Refer to the attachment to the medwatch for all patient data. The erroneous results were reported outside the laboratory. The patients were not adversely affected. The electrode lot number and expiration date were requested but were not provided. A specific root cause could not be determined. Based on the provided calibration data, the most probable root cause was improper handling of the calibration standards causing evaporation from being open too long before use.